Event description:
New information notes that the will be returning to the clinic sometime next week for device evaluation. The patient had a catherization procedure at the beginning of june. The patient is doing okay.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has pulse rate that varies and drops into the 30¿s, the patient feels dizzy with the low rates. According to the physician the device should keep a rate at 60. On (B)(6) 2019 a merlin transmission was reviewed, and the device was seen to be set at 60 ppm. No recorded noise reversions were observed. It was suggested the patient returned to the clinic and have the physician review the patient for reproducible noise on the rv lead or non-per-fussed pvc that are causing pauses in the patient's pulse or any other items that may be causing pauses.

Event description:
New information received notes that the patient presented in clinic and was prescribed medication that helped keep the patient's heart rate at 60 beats per minute. The pacemaker worked fine and the patient is healthy.